Event description:
Perclose device deployment was attempted and failed. Foot locked in place without deployment of sutures. Device broke at foot plate. Unable to remove device without ripping artery. Pt sent to surgery with individual holding pressure for hemostasis and migration of device.